Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that an ilet user experienced elevated blood glucose following a missed meal announcement and required assistance performing an infusion set change and reconnecting to resume insulin delivery. Symptoms included hyperglycemia to 240 mg/dl. Outcomes included user monitoring and continuation of insulin therapy without escalation of care. Investigation included customer support walkthrough of infusion set replacement and user education on meal announcements and monitoring. Investigation of this case revealed user error related to a missed meal announcement and an expired infusion set, with successful resolution after set replacement and reconnection, and no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was use error.